Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. The device history record for the lot number, m5089t503, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced eight different incidences, which were associated with separate units, involving one patient. This is the second of eight reports. Refer to 8030647-2016-00082 for the first report. Refer to 8030647-2016-00084 for the third report. Refer to 8030647-2016-00085 for the fourth report. Refer to 8030647-2016-00086 for the fifth report. Refer to 8030647-2016-00087 for the sixth report. Refer to 8030647-2016-00088 for the seventh report. Refer to 8030647-2016-00089 for the eighth report. It was reported that there was an issue with the closed suction device where the customer reported that the thumb valve was stuck in the open position during use with a patient resulting in continuous suctioning with eight separate devices. The leak in the device caused a loss of oxygen, and the patient had an oxygen desaturation. The nurse clamped the closed suction device and it was exchanged with no reported patient injury. No further information provided.